Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, at routine device replacement, the implanter noticed some insulation breach of the right atrial (ra) lead. Physician decided to cap and abandon the ra lead, and a new atrial lead was implanted. No patient complications have been reported as a result of this event.